Manufacturer narrative:
The investigation for this complaint was completed at mako surgical corp. Using the files and system logs provided by the makoplasty specialist. The patient plan recorded in the plan was analyzed and compared against the x-rays provided by the mps, this analysis revealed the femoral component appeared to be placed according to plan. Evaluation of the system did not indicate any malfunction regarding the performance of either the software or hardware during the procedure. Based on all analyses, the system was functioning as designed without error.

Event description:
Tka conversion.